Manufacturer narrative:
An investigation of the reported condition was performed. A device history record (DHR) review revealed no discrepancies found that may have contributed to this reported condition. All quality assurance testing performed during manufacturing process was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met all specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. The actual sample involved in the reported incident was not returned for evaluation. No additional information, pictures or videos were received. No probable root cause was determined since no sample, picture or video were received for investigation. Therefore, the reported condition is not confirmed. If the sample is returned in the future, this complaint will be re-opened for further investigation. The manufacturing site performs 100% leak test per procedure and qa in process inspection which would identify leakage/cracked issue. A corrective or preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for t racking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 11/20/2017. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that there was leakage somewhere on the body of the catheter.